Manufacturer narrative:
The reported events were lead dislodgement and the stylet could not remove. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. X-ray examination of the lead found the inner coil was bunched and a piece of the stylet broken in the connector region consistent with the procedural damage. The reported event of the stylet could not remove was confirmed due to condition of the inner coil. The cause of the reported event of the stylet could not be removed was isolated to the inner coil bunched in the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a left ventricular (lv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that the lead had dislodged from its original location. While attempting to reposition the lv lead, the stylet broke inside the lead. The anomalous lead with the broken stylet was removed and replaced without further incident in the same procedure. The patient was in stable condition.